Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 2 other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a total hip procedure on patient's left hip, curved metal part of the impactor handle broke in 2 pieces. A new impactor was immediately procured. Company representative reports that there was no surgical delay, procedure was completed successfully, and there were no adverse affects to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a da instrument curved cup impactor was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The report concluded: "the cup impactor fracture was consistent with an overload condition. The eds spectrum is consistent with the 17-4 ph stainless steel chemical composition. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. No adverse consequences to the patient were noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 5 other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of CAPA opened for undersized weld following a reported weld fracture.

Event description:
It was reported that while performing a total hip procedure on patient's left hip, curved metal part of the impactor handle broke in 2 pieces. A new impactor was immediately procured. Company representative reports that there was no surgical delay, procedure was completed successfully, and there were no adverse affects to the patient.